Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with monoject limited volume syringe and non-edwards contamination shield. The catheter passed in-vitro calibration with the lab cal-cup. The thermistor was submerged in a 37.0c water bath and read 36.9c on the vigilance ii monitor, which is within specifications. The catheter ran cco in a 36.9c static water bath for 5 minutes without an error message. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The resistance value of thermal filament circuit was measured at 35.98 ohms which was within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. Although the report of svo2, cco and thermistor issue was not confirmed, the thermal filament cover was damaged at the proximal bond and blood was found under the cover. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor hemodynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
It was reported that while the patient was in cvicu, the physician noted that the pa pressures were correct; however, the temperature and all other hemodynamic values were not correct. The incorrect values were requested but are not able to be provided by the customer. It was confirmed that the inaccurate values weren¿t noted as a result of any error messages, but rather the physician just felt the values were incorrect. No patient injury was reported. Patient demographics were requested but not provided.